Event description:
The user experienced issues with lipase colorimetric (lipase) quality control and received questionable results for several patient samples. The user provided data for six patient samples, of which the results for one patient sample were discrepant. All results are in u/l. The initial result was 44 and the repeat results were 72 with a data flag, 45, 44 and 50. The results were not reported outside the laboratory. No patients were adversely affected. The lipase reagent lot number was 62891701. The field service representative found the last culture the user had performed on the analyzer had growth and he found the tubing for the cell wash was kinked. He replaced a valve assembly, decontaminated the instrument and fixed the kinked line. To verify the analyzer operation, the user ran calibrations, quality control and patient samples. All patient sample results were acceptable to the user.

Manufacturer narrative:
It was determined the customer is using bio-rad control materials. According to the bio-rad package insert, their control contains porcine lipase whereas the roche controls as well as calibrators contain human lipase. A shift of the bio-rad controls is due to the different sensitivity of porcine and human based lipase to the substrate. A specific root cause could not be identified for the discrepancy in the patient sample results. No further events have been reported by the customer.